Manufacturer narrative:
A review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
No review of sterilization records for the device was performed as such a review is not pertinent to the event. This statement was made in error.

Manufacturer narrative:
(B)(4). Patient medications include but are not limited to coumadin for treatment of a fib. The gore excluder aaa endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and / or require intervention include, but are not limited to: endoleak additionally, the IFU states under patient selection and treatment: gore recommends that the gore excluder endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing) and 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing). The intended iliac artery inner diameter for the contralateral leg component involved range 14.5-16.5mm.

Event description:
On (B)(6), 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 54.6mm in diameter and was implanted with gore excluder aaa endoprostheses featuring c3 delivery system . The patient tolerated the procedure with no reported complications. On (B)(6), 2015, the patient underwent angiography and angioplasty of the left iliac artery limb for treatment of the retrograde type ii endoleak. Angioplasty was reported to have not resolved the endoleak.